Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the caster wheel will not tighten any further than it does. There is a lot of play in the wheel, like if there is a spacer missing.